Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the patient was revised due to a fractured implant post. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as product was returned. Visual evaluation of the returned articular surface shows that the post feature has fractured off the device. All pieces were returned. Additionally, there are many scratches and gouges on the superior side of the device. Sem analysis was performed which shows signs of abrasion and possible indentations on both the post feature and the superior side of the device. Per the nexgen cr-flex and lps-flex fixed bearing knee package insert, fracture/damage of the prosthetic knee components is a known potential adverse effect of this procedure. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.